Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The customer acknowledged the instructions and was advised to contact support if the malfunction recurred.